Manufacturer narrative:
The device is being returned to (B)(4) for investigation. A review of the x-ray films provided confirm the alleged event, root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per reporter, the pin stopped working in (B)(6) 2020 and the surgeon decided to do a definitive fusion.